Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010 on a patient over the age of 18. According to the complainant, during the procedure, while sweeping stones out of the duct, the balloon broke. Additional information received noted the balloon had burst. It was confirmed by the complainant that no pieces of the balloon detached inside the patient. The procedure was completed with a different device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
It was confirmed the patient was over the age of 18.although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 on a patient over the age of (B)(6). According to the complainant, during the procedure, while sweeping stones out of the duct, the balloon broke. Additional information received noted the balloon had burst. It was confirmed by the complainant that no pieces of the balloon detached inside the patient. The procedure was completed with a different device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
An examination of the returned device revealed that the balloon was able to be inflated for 5 minutes while no leaks were observed. The reported complaint of burst/ruptured could not be confirmed however it was confirmed with the complainant that the correct suspect device was returned for evaluation. There was no damage noted to the catheter shaft and the balloon bonds were within specification. (B)(4).